Manufacturer narrative:
A supplemental MDR is being submitted due to device evaluation findings. Sections g6, h2, h3 and conclusions in section h11 were updated. H6 codes were added: type of investigation. H6 codes were corrected: component code, investigation findings, investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Upon visual inspection, several hair-like particles were observed attached to all leaflets. Functional testing was performed to determine the potential characteristic of the black particulates and a 63.25% match with nylon was identified. Per the nature of the complaint no dimensional testing was able to be performed. Complaint was confirmed through visual examination. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Images of the valve were provided and evaluation of the images revealed several hair-like particles on all leaflets. The complaint for particulate was confirmed based on the evaluation of the returned device and the provided imagery. Material analysis was performed on the black particulates and the sample spectrum of particulate is consistent with nylon. A listing of the relevant tools, fixtures, components and materials used during valve assembly of this device model was reviewed. Based on the review, there was no nylon in black used during the manufacturing process of this device. Per evaluation of the returned particulate, the source of the particulate was not from the ew manufacturing. In this case, the particulates were noted on the leaflets after the valve was removed from the valve holder and rinsed, as reported. It is possible that the particulates were introduced during valve handling and/or during the valve rinsing process. As such, available information suggests that procedural factors (device preparation handling) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
During device preparation, when rinsing the 29mm sapien 3 transcatheter heart valve, hair-like particulates were observed on the valve leaflets. Despite rinsing, the particulates did not detach. As a result, the valve was not implanted, and a replacement valve was used for the procedure. Patient was stable post-procedure.

Manufacturer narrative:
Investigation is ongoing.